Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while shopping when prompted to change the infusion set and cartridge, then completed a guided change to a steel 6 mm contact detach infusion set, including rewind, cartridge replacement, tubing fill, site application, and cannula fill, after which insulin delivery was resumed; the user briefly disconnected later to charge the device. Symptoms included elevated blood glucose up to 387 mg/dl without loss of consciousness, dizziness, or diabetic ketoacidosis, and no ketone testing or backup therapy was used. Outcomes included continued monitoring with subsequent down-trending glucose and stabilization. Investigation included troubleshooting and education on infusion set and cartridge replacement, review of high glucose questionnaire responses, and follow-up confirmation of glucose stabilization. Investigation of this case revealed hyperglycemia of unclear cause, with potential contributing factors including delayed set change, recent large meal and alcohol intake, and a temporary interruption for device charging; no device malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.